Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the frontal sinus suction broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the frontal sinus suction broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip of the device was broken off was confirmed through the visual inspection and production software. During the device evaluation, it was unable to be determined what caused the broken tip. The device was unable to be repaired and will not be returned to the customer.